Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor displayed a service code 204(belt/monitor unusable). The cause for the failure was isolated to a defective esd3 component on the computer/analog pca. Additionally, the monitor reset during powerup indicating defective t2. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.